Manufacturer narrative:
In case the device(s) return to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00435. It was reported the patient¿s left scs lead migrated. The patient reported lack of stimulation coverage to the left extremity. Fluoroscopy imaging revealed the left lead had migrated from the epidural space. Follow up identified the patient underwent surgical intervention and both of the patient's scs leads were replaced. Effective stimulation therapy was reportedly restored postoperatively.